Event description:
This was a cardiac lead management case conducted in the ep lab to remove a fractured riata lead (sjm 1580-96 months old) and a fractured pacing lead (sjm 1688-96 months old). An arterial line was placed and fluoroscopy and tee were utilized throughout the case. Each lead was prepped with an lld-ez, and a 14f sls ii laser sheath was used to remove the ra 1688 pacing lead in 6 minutes. The physician then upsized to a 16f sls ii laser sheath to remove the rv 1580 riata lead. After a minute of lasing at the svc, the patient's blood pressure went from 104 to 50 in 30 seconds. Tee showed an infusion around the right atrium. An interventional cardiologist was called and within 5 minutes placed a drain in the pericardium. A cv surgeon was called and decided to open the chest after the blood pressure continued to stay at 50. A sternotomy was performed within 10 minutes and a tear was repaired in the svc. The riata 1580 lead was capped with the lld. The patient stabilized and the chest was closed. A new lead was placed in the patient on (B)(6) 2012 and the patient was discharged. No device was returned for engineering inspection. No lot number was provided for the lld, so no qa review could be conducted.